Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: during investigation, evidence of moisture corrosion was observed in the battery canister and on the display screen inside the pump. The leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive. The reported blank screen complaint was duplicated. The pump cover was removed to find further moisture corrosion on the power printed circuit board and to the continuous glucose monitoring module.